Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the insulin gauge was inaccurate. The customer¿s blood glucose was 203 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.